Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was identified. Upon removing the 32mm x 2.75mm ion stent delivery system from the packaging, the distal end of the stent was noted to be prolapsed, "crumpled" and distorted on the balloon. The stent was then removed from the procedure area and did not enter the patient. There was no impact to the patient and no complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no other devices. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive pressure. There were stretched and bent stent struts in the first three distal rows of the stent. Magnified inspection presented no evidence of any product quality deficiencies contributing to the confirmed reported stent damage. A thorough analysis of the returned device could confirm the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).